Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for super poligrip original is unk while the lot number of super poligrip is known. It is unk whether the products will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of dizziness in a male pt who rec'd super poligrip original denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included zinc salt (zinc supplement). On an unk date, the pt started super poligrip original. At an unk time after starting super poligrip original, the pt experienced dizziness and vertigo. Treatment with super poligrip original was continued. At the time of reporting, the event of vertigo was resolved while the event of dizziness was unresolved. Consumer reported that he is using super poligrip original and is experiencing vertigo and dizziness. Consumer also stated that he experienced these same events about 1 yr ago on a separate tube of super poligrip. F/u was rec'd (B)(6) 2010 which upgraded the case to serious: consumer called back and reported vertigo while using super poligrip free denture adhesive cream ((B)(4)), lot number x10242 and device misuse of using super poligrip free two to three times a day. He also reported being diagnosed with neuropathy one or two yrs ago. This case is considered medically serious by gsk. At the time of reporting the event of vertigo was resolved and the event of neuropathy was unresolved.